Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts have been made to obtain the device, however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: no further information is available. - device return status: we regularly contact with sales rep about the device returning. No further information will be provided." Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m all others. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on unknown date and barbed suture was used. During use, when the surgeon tried to use the product, it was found that the fixation tab was missing or came off. Another product was used for the surgery. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/03/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: one empty labeled winding former and a needle-suture of product code sxpp1a404 were returned for analysis. Visual inspection was performed on the retuned device. Upon visual inspection of the returned sample, it was observed marks on the body of the needle appear by a surgical instrument. The suture was examined, body fluids were found in some barbs. In addition, damaged on the nucleus was observed and the two sides were broken. Only a side of fixation tab was returned, and body fluids were noted. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records couldn't be reviewed as the batch number is unknown. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 2360 ¿g /m.